Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure that the tip of the blade was broken. Unknown if it was broken during the procedure or broken when the device was removed from the package. Tip was not recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: customer reported on 3/4/2019: "I only know of 1 (device) that was returned..." The actual device that was shipped from cg labs was an harh36 that upon inspection at analysis was found to be a stryker reprocessed device. Only this one device has been received on (B)(4). Customer was informed that she must report this complaint to stryker (as they are the reprocessor). MDR decision is now void. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is not considered a complaint for ethicon as the device was a stryker reprocessed device. The complaint # (B)(4) will be voided at ethicon.

Manufacturer narrative:
(B)(4). The information I have is the tip was not broken inside of patient. There was no patient harm. The broken piece was not found.